Manufacturer narrative:
The balloon of a 9mm x 39mm palmaz genesis on .035¿ 80cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) does not unfold in an improved manner; since there is no other possible pressure to ¿build up war¿, inflate the sds, due to the damage that is not comprehensible to the user. As a result, the stent is not really freely developed (deploy). The stent was misplaced when the device was returned. The recovery of the stent developed very much and manage to behave without caring. There was no reported patient injury. The device was opened in a sterile field, prepared and rinse with 0.9% sodium chloride (nacl) through the device lumen. The device was stored and handled according to the instructions for use. There were no difficulties preparing the device. The stent was manipulated during prep. The target lesion is the "aie" with the access site at the "afs". The target lesion is calcified with seventy to eighty percent stenosis. A contralateral approach was used. The device did not buckle or bend. There was a trouble-free insertion of the device over the unknown wire using the associated insertion aid with the 8f competitor's device. Bringing the device to the target area that takes care of it. No other information was provided. The product was returned for analysis. One non-sterile genesis .035 9.0x39 80cm sds was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the balloon looks like it¿s been previously inflated since the balloon is observed expanded and blood residues were observed inside of it. Also, the stent was observed dislodged from the balloon. Stent was also observed deformed on one end, as if it was intentionally dislodged from the balloon. No other anomalies were observed. Per microscopic analysis, stent marks were observed on the outer surface of the balloon catheter. Also, stent was observed deformed on one end, as if it was intentionally dislodged from the balloon. Per functional analysis a balloon inflation was performed. A lab sample inflator/deflator device was attached to the inflation lumen of unit and pressure applied. Balloon was able to inflate but a leakage of water was observed on the balloon¿s distal area. Per sem analysis the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near to the balloon rupture. The outer surface presented evidence of scratch marks, tears and bulged/peeled off material near to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks, tears and bulged/peeled off material on the balloon outer surface could probably led to the rupture condition found on the received balloon. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82167580 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent offset/out of position - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcified lesion with a 70-80% stenosis) or procedural factors may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis. The reported ¿balloon-sds inflation difficulty - in patient¿ was mot confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcified lesion with a 70-80% stenosis) or procedural factors may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis. However a leakage in the balloon was identified which may have contributed to what appeared as an inflation difficulty to the operator. The balloon material presented evidence of scratch marks, tears and bulged/peeled off material near to the balloon rupture. This type of damages is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks, tears and bulged/peeled off material on the balloon outer surface could probably led to the rupture condition found on the received balloon. It is suggested that the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. However, the cause of the dislodged stent and the balloon rupture as received, could not be conclusively determined. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 9mm x 39mm palmaz genesis on .035¿ 80cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) does not unfold in an improved manner; since there is no other possible pressure to ¿build up war¿ due to the damage that is not comprehensible to the user. As a result, the stent is not really freely developed. The stent was misplaced when the device was returned. The recovery of the stent developed very much and manage to behave without caring. There was no reported patient injury. The device was opened in a sterile field, prepared and rinse with 0.9% sodium chloride (nacl) through the device lumen. There was a trouble-free insertion of the device over the unknown wire using the associated insertion aid with the 8f unknown device. Bringing the device to the target area that takes care of it. The device will be returned for evaluation.